Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic examination and tactile inspection revealed kinks at 5.5cm and 43cm from the collar. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination presented no damage or irregularities in the tip. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar, however, full functional testing could not be done due to the shaft separation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a shaft break. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid left arterial descending (lad) artery. A promus premier 3.5x24mm drug eluting stent and a 3.0x28mm non-bsc stent were deployed without issues with a 145, 5-in-6 this guidezilla catheter. Post dilation was performed with a 3.0x12mm non-bsc balloon catheter. The physician attempted to withdraw the balloon catheter into the guidezilla, but could not. So, he removed balloon and the guidezilla together from the patient. When the devices were outside the patient, he noticed that the connection between the guide segment and the shaft of the guidezilla was bent. They handled the guidezilla outside the patient and the connection between the guide segment and the shaft of the guidezilla was separated. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that there was a shaft break. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid left arterial descending (lad) artery. A promus premier 3.5×24mm drug eluting stent and a 3.0×28mm non-bsc stent were deployed without issues with a 145, 5-in-6 this guidezilla¿ catheter. Post dilation was performed with a 3.0x12mm non-bsc balloon catheter. The physician attempted to withdraw the balloon catheter into the guidezilla, but could not. So, he removed balloon and the guidezilla together from the patient. When the devices were outside the patient, he noticed that the connection between the guide segment and the shaft of the guidezilla was bent. They handled the guidezilla outside the patient and the connection between the guide segment and the shaft of the guidezilla was separated. The procedure was completed with this device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).